Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump showed a ¿shut door¿ error code and the door did not feel correct when closing it with or without a line set in it. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.